Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The dose was believed to be 300-400 mcg at night. The date of the event was (B)(6) 2018 (week after surgery). It was reported that before surgery the patient went to the bathroom and ¿the bathroom was worse than a truck stop¿. The patient experienced a sudden change in therapy. The pump was infected the week after implant. The staples were taken out and the next morning the patient had infection symptoms. The area of infection was the pump pocket with symptoms of fever, redness, swelling and drainage. The infection was confirmed, and the strain was coagulase-negative staphylococci. Intervention was intravenous and oral antibiotics and partial system explant. The pump was removed that night or the next day after the symptoms showed up. The patient was hospitalized and on intravenous vancomycin. The patient was almost overdosed on vancomycin and his liver was shutting down. The patient was getting a double dose of antibiotic. The patient was in the hospital for three and a half weeks (in the hospital end (B)(6) when got replaced). The patient was on oral antibiotics in the hospital for one day. The patient went home without a new pump. The patient had a peripherally inserted central catheter (PICC) line when they were sent home and had 10 days of vancomycin. It was changed every 12 hours. The patient went back and forth from home to the hospital "until (B)(6)". As reported, it was not clear if the pump was replaced or not. The physician did want to put a new pump in because he weighed (B)(6) and because of the ostomy bag. The patient got an ostomy bag the sixth year he had the pump. No further complications were reported.